Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure. According to the complainant, during the procedure, under general anesthesia, the patient experienced more than usual blood loss. The patient's pain was reported as vas 55/100.

Manufacturer narrative:
(B) (4)(B) (6).

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure. According to the complainant, during the procedure, under general anesthesia, the patient experienced more than usual blood loss. The patient's pain was reported as vas 55/100.

Manufacturer narrative:
Product unavailable for analysis.